Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported two 4.75 br hak's broke during a case. It was noted the bone was pretty stout. The first anchor broke around the driver in the lumen of the screw about half way inserted. The second anchor just cracked in the middle on the first turn. A third anchor, this time peek, was used and it worked. Additional information: the first anchor inserted about halfway down then would not advance anymore. The surgeon took a burr to take the proud tip off of the anchor, but said the fixation was solid. The second anchor inserted about 1/3 of the way in, then cracked above the inserted section, again the fixation was solid. The surgeon used a peek anchor to complete the procedure. There were no patient consequences. The sales representative stated the surgeon's technique was fine, the patient had hard bone. Please see also medwatch report 1221934-2018-51236.